Event description:
It was reported " patient catheterized 2 days before the incident. Patient had a full bladder. Removing the catheter was impossible. Patient was sent urgently for urology consultation. Urgent removal of the catheter in the operating theatre." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the sample was not returned to the manufacturer for evaluation. The manufacturer reported: "actual complaint sample not received from customer. Device history review carried out and found no observation of non-deflation of balloon. Actual complaint sample not received for investigation, no non-deflation observed during representative sample analysis, hence we could not establish manufacturing related root cause for this issue where risk analysis and safety corrective action no applicable for this complaint." Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported " patient catheterized 2 days before the incident. Patient had a full bladder. Removing the catheter was impossible. Patient was sent urgently for urology consultation. Urgent removal of the catheter in the operating theatre." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Visual examination has been performed on representative sample submitted by the complainant. Functional examination has been performed on representative sample by inflating the balloon with 10ml of water and then deflated the balloon no issues observed for non-deflation of balloon. No issues observed for non-deflation of balloon during manufacturing of above-mentioned batches and no failures during qa sampling inspection. Actual complaint sample not received; but representative sample received from complainant and analyzed no issues observed for non-deflation of balloon. Actual complaint sample not received but representative sample received from complainant. The product inflated with 10 ml water and soaked for 14 days immersion test. After completion of 14 days the product checked for deflation, no non-deflation issue during representative sample analysis and deflation time is 8 seconds against specification of maximum 900 seconds. Hence no corrective action required. Device history review carried out and found no observation of non-deflation of balloon. Based on the received representative sample analysis no issues of non-deflation of balloon, hence we could not determine manufacturing related root cause for this issue where risk analysis and safety corrective action not applicable for this complaint.

Event description:
It was reported " patient catheterized 2 days before the incident. Patient had a full bladder. Removing the catheter was impossible. Patient was sent urgently for urology consultation. Urgent removal of the catheter in the operating theatre." The patient's current condition is reported as "fine".